Manufacturer narrative:
The customer contacted a siemens customer care center. Quality controls were within acceptable range. A siemens regional support center (rsc) specialist determined that the water temperature had 2 degree shift. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the blend valve on the water temperature control module (wtcm) and ran a quick check was run, which passed. The cse ran service methods, which passed and calibrated the ring temperature. The customer ran quality controls and performed precision testing, which were acceptable. During the multiple follow-up visits, the cse replaced and aligned the reagent 1 (r1) and sample 1 (s1) probes and mixers. The cse ran check 1, quick check and align and mix service methods, all of which passed. The cse determined that the s1 and r1 overmix service methods were failing. The cse replaced and aligned s1 and r1 mixers and reran service methods, which passed. Calcium quality control shifted out of range. The cse replaced the probes and r1 and s1 aliquot drains. The cse also replaced the belt and motor for horizontal belt as the r1 arm horizontal belt was damaged. The cse found that the movement was binding and therefore, detailed the r1 arm and still had issues with alignment and binding. The cse replaced and aligned the r1 arm. The cse replaced and aligned the photometer filter and lamp source as the photometer 383 filter for low minimum margin was 2. The cse ran quick, which passed and ran calcium calibration and quality controls, which were still high. The customer adjusted the ranges for calcium and accepted the results. The cse verified the proper functioning of vacuums and air knives. Quality controls were rerun, which were within acceptable range. A siemens headquarters support center (hsc) specialist reviewed the event data and the service report and determined that the data was consisted with instrument related issues. The hsc specialist concluded that the cause of the discordant, falsely low glu results on patient samples was due to an inadequate sample mix, which was resolved with the replacement of the s1 mixer. There were no reported discordant results after the maintenance performed by the cse. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant, falsely low glucose (glu) results were obtained on patient samples on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting higher. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glu results.